Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the distal end was deformed due to an external factor. -due to the stretch of the angle wire, the angulation was insufficient. -due to the stretch of the angle wire, the play of the angulation control knob was out of the standard. -the insertion tube, distal end cover, objective lens, control section, control section cover, up/down angulation control knob, up/down angulation lock, right/left angulation control knob, grip unit, universal cord, boot of the endoscope connector, endoscope connector, endoscope connector cover and right/left angulation lock were scratched due to external factors. -due to insufficient cleaning, the insertion tube was dirt that was difficult to remove. -the adhesive of the bending section rubber was chipped. -the suction amount was insufficient due to the scraping of the suction cylinder due to external factors. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus because a cleaning brush or endo-therapy accessory could not be inserted into the instrument channel. There was no report of patient injury associated with the event. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the channel cleaning brush could not be inserted into the instrument channel at all due to a blockage in the instrument channel. Stainless steel such as endo-therapy accessories or brushes may be stuck in the channel. Olympus medical systems corp. (Omsc) determined that the endoscope that was improperly or insufficiently reprocessed may have been used in the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was investigated by olympus medical systems corp. (Omsc). As a result of the investigation, the following was confirmed. -a broken black tube remained in the instrument channel tube. -there was a significant scratch on the insertion tube. The exact cause of the reported event could not be conclusively determined. However, omsc determined that the endo-therapy accessory could not be inserted into the instrument channel because the pipeline was narrowed due to a blockage in the black tube inside the instrument channel tube. The black tube was 4 cm long and was not used for endoscopy. Therefore, omsc determined that the black tube had invaded the device from the outside. It was not possible to determine what the black tube was. The insertion tube wasn't dirty. The insertion tube looked like dirt because the entire surface of the coating was scratched and the surface became dull. Since there were small scratches in the insertion direction, it may have been scratched by external stress during handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.